Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery couldn¿t be charged. The customer¿s blood glucose (bg) reading was ¿high¿; however, a specific bg value was not provided. Bg was addressed by drinking water and sleeping. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.